Event description:
It was reported that this patient was hospitalized due to ventricular tachycardia (vt) and subsequent syncope. It was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) provided five shocks during the vt episode but did not convert the arrythmia. X-rays were taken to confirm valid device positioning. The physician has elected to deactivate this s-ICD with a plan to implant a transvenous system later. No additional adverse patient effects were reported. Later, this product was received by boston scientific indicating that it has been explanted. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this patient was hospitalized due to ventricular tachycardia (vt) and subsequent syncope. It was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) provided five shocks during the vt episode but did not convert the arrythmia. X-rays were taken to confirm valid device positioning. The physician has elected to deactivate this s-ICD with a plan to implant a transvenous system later. No additional adverse patient effects were reported.